Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 3300tfx 23mm valve underwent a valve-in-valve procedure due to aortic regurgitation. Implant duration of the pre-existing surgical valve is approximately four (4) years and 10 months. The tavr was performed with an edwards transcatheter valve during an open CABG procedure.

Event description:
It was reported that this patient with a 3300tfx 23mm valve and implant duration of four (4) years, ten (10) months and three(3) days underwent excision of aortic valve leaflets with open deployment of a 23mm 9600tfx valve due to leaflet perforations, and aortic regurgitation. On pod #7, the patient was discharged home in stable condition. Per medical records: the patient underwent concomitant CABG.

Manufacturer narrative:
Follow-up attempt was made and the device was not returned for evaluation, as device is unknown. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration (svd) that may ultimately result in significant regurgitation requiring replacement of the valve. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.